Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep the device was not returned for evaluation. In this case it is likely that the balloon interacted with the 100% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The mini trek rx coronary dilatation catheter (B)(4) instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed and eccentric de novo lesion in the mid left anterior descending artery. A 2.25x15mm trek rx balloon dilatation catheter ruptured during first inflation at 10 atmospheres. It was also reported that the bdc was prepped (air was pulled) inside the patient. The procedure was successfully complete with a new balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.